Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the blade mount assembly was found to be worn. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running without user activation.